Event description:
It was reported that patient has been implanted with a product that has been recalled. Patient mentions complications. No procedure, delay, injury or back up reported. Patient updated that the device dislocated in (B)(6) 2018 for unknown reasons and a closed hip reduction was performed. No delay reported.

Manufacturer narrative:
It was reported that the patient dislocated in 2018 for unknown reasons and a closed hip reduction was performed. The associated r3 xlpe acetabular liner was not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.